Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated troponin (accu tni) result that was generated by the access 2 instrument for a single pt sample. An initial accu tni result of 2.87 ng/ml was reported out of the lab. A fresh sample was collected from the pt and a result of 0.04ng/ml was obtained. Customer then re-tested the original sample and the repeated result was 0.1ng/ml. Customer re-run the 2nd sample in triplicate and results were: 0.04ng/ml, and 2 results of 0.02ng/ml. A corrected report has been sent. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within specification on the date of the event. The specimens were collected in greiner, lithium heparin, plastic, no gel tubes and were centrifuged at 7,200 rpm for 2 minutes. The samples were run from the primary tubes. This is the only sample were run form the primary tubes. This is the only sample in question at this time. A field service engineer (fse) was dispatched to the customer's lab: the customer performed a precision run and verified with fse that the system was performing per established specifications. In a follow up with the customer, no further events were noted and the instrument is running within specifications. A clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.